Event description:
It was reported that vessel dissection occurred. The patient was presented with a peripheral arterial disease in the posterior tibial artery, tibioperoneal trunk, popliteal artery and superficial femoral artery (sfa). Femoral access was obtained via contralateral approach. The target lesion was located in the sfa. After a sheath and v14 guidewire were inserted, an opticross 18 imaging catheter was advanced. The first run of intravascular ultrasound (ivus) of the target lesion was completed with no issues. A 2.0 rotapro burr and multiple size balloons were used to open the vessels. After angiography, dissection was noted in the proximal sfa. The dissection was then stented with a non-boston scientific stent. No further patient complications were reported.

Manufacturer narrative:
Correction: b1 corrected to adverse event.

Event description:
It was reported that vessel dissection occurred. The patient was presented with a peripheral arterial disease in the posterior tibial artery, tibioperoneal trunk, popliteal artery and superficial femoral artery (sfa). Femoral access was obtained via contralateral approach. The target lesion was located in the sfa. After a sheath and v14 guidewire were inserted, an opticross 18 imaging catheter was advanced. The first run of intravascular ultrasound (ivus) of the target lesion was completed with no issues. A 2.0 rotapro burr and multiple size balloons were used to open the vessels. After angiography, dissection was noted in the proximal sfa. The dissection was then stented with a non-boston scientific stent. No further patient complications were reported.